Event description:
This spontaneous report of non-serious, unlabeled events (pain, chills) is being submitted as a 10-day report. Information was received from an esthetician regarding a female patient who received injections of restylane injectable gel (injectable dermal filler) into the wrinkles above her lips in 2008. Topical benzocaine/lidocaine/tetracaine was administered as an anesthetic pre-procedure. Medical history included laser procedures and juvederm (hyaluronic acid) on unspecified dates. Concomitant medications were not reported. On the next day, the patient developed swelling just below the treated area (injection site swelling) and was treated with intramuscular dexamethasone sodium phosphate injection. Four days later, the patient was seen in the office and the swelling had migrated to the lower lip area below the injection site. A week later, the patient experienced body aches (pain), chills (chills), and pain described as "knife type burning pain" at the injection site (implant site pain). The patient was prescribed a medrol (methylprednisolone) dospak. As of the next day, the events persisted. The restylane lot number and expiration date were reported as 9134 and 02/2010, respectively.